Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated by olympus. All tests passed and all outputs were within specification. The software and generator board were up to date. It was noted that there were minor scratches and dings on the top cover and front panel. The subject device operated as intended and no device problems were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. Ultimately, it was identified that generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in (B)(6) 2020. The subject device of this report was manufactured prior to that change (see h4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the territory sales manager, the customer's high frequency electro-surgical generator unit was showed an e433 error code during preparation for use. No patient injury or harm was reported. The unit will be returned for service. E error message gee1141 esg-400 / e433 showing e433.